Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. Corrosion was found on the batteries, chassis, and the pcb assembly. A leak test found a tear on the internal portion of the soft cannula. Cracks were found in the top housing; it cannot be determined when or how this damage occurred. A power source was used to download the device data, which showed no pulse width timeouts nor drive stalls during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to over 400 mg/dl. As treatment, the patient applied a new pod.